Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other reports submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve damage was unable to be confirmed as no imagery nor device were returned for evaluation. Per IFU and procedural manual, it is advised to "retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip" and "withdraw the delivery system and sheath as a single unit completely". In this case, there were alignment difficulties and it was decided to retrieve the crimped thv into the sheath. Additionally, provided information indicated presence of calcification. During the retrieval process, it is possible that a negative interaction between the valve and the sheath tip, and/or calcified vessel, may have caused the reported valve skirt damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (crimped valve retrieval through sheath) may have contributed to the complaint event. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by our affiliate from italy, a 29mm sapien 3 transcatheter heart valve implant procedure was performed by transfemoral approach. During the procedure, proper alignment of the valve in the balloon was not possible during the maneuver. It was decided to retrieve the commander delivery system with the crimped valve into the esheath+. After removal, a pinhole in the balloon was observed and it was thought to be damaged when attempting to align the valve within the balloon during fine adjust. Subsequently, a new 29mm sapien 3 valve was used with a new delivery system and introducer esheath+. The implantation was successful. At the end of the procedure, the patient was stable. Upon removal, it was observed that the first esheath+ had a distal tip split and the valve showed a deteriorated skirt.